Manufacturer narrative:
(B)(4). The device was manufactured october 15, 2014 - october 17, 2014. The device was received for evaluation. Visual inspection revealed a black particle 0.02 square mm in size, floating in the bladder. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside its balloon. This was noted before patient use. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.